Event description:
It was reported that the surgeon was unable to engage duraconap lipped insert into baseplate. Another insert was used instead.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
An event regarding seating/locking issues involving a dura duration a/p tib xlg 9 was reported. The event was not confirmed. Device history review: indicated that the specified lot was accepted into final stock with no reported discrepancies. Complaint history review: indicated that there have not been any other events for the specified lot. Conclusions: the reported event involves the surgeon not being able to engage the insert into the baseplate. Another insert was used instead. The exact cause of the event could not be determined because not enough information was provided. In order to complete a full investigation, operative notes and the returned device are needed to determine the root cause.

Event description:
It was reported that the surgeon was unable to engage duraconap lipped insert into baseplate. Another insert was used instead.